Manufacturer narrative:
(B)(4). Batch # r57048. Per photographic evaluation: upon visual inspection of a photo the following was observed: the photo shows a device from top view of label area with the anvil detached. It was noted that the safety is engaged. The washer can be appreciated inside of the anvil and appears to be uncut. Based on the photo alone the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition marks were noted on the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damaged noted on the washer is consistent with the device been fired over existing staples. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information.,it was reported that: firing issues, malformed staples, hemostasis controllable, would not remove. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r4012x, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic high anterior resection, the firing force was higher than expected, and the device could not be fired completely. The device was used for the dst anastomosis between the colon and the rectum. It seemed that all staples were deployed, but the deployed staples were unformed. The target tissue was damaged by the knife, and bleeding occurred. There was bleeding in the line where the knife moved, but it stopped with the hemostasis. The amount of the bleeding was unknown, but no blood transfusion was required. The device had a difficulty in removing from the patient, so that the surgeon removed it from the patient forcibly. Before the event, competitive staples was used on the tissue. The washer could not be punched out though there was a mark that the knife contacted with the washer. The mobilization to the rectum was added, and the target tissue was recut to the peritoneal reflection. Then, additional mobilization to the splenic flexure was performed, and other competitive devices were used to complete the case. The pelvic of the patient was wide relatively, so that there was no difficulty in those additional cut and anastomosis. The operation time was prolonged from 1.5 to 2 hours. The result of the leak test was minus, so that creating the stoma was not required. There were no adverse consequences to the patient. No problem was observed on the patient as of the pod 3. No patient consequences were reported as of (B)(6) 2019. There was no change in the post-operative care. The surgeon who fired the device had a little experience in using devices. The patient had rectal cancer and was in her 60¿s.